Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the surgeon after doing the usual procedure implanted the fixed anchor. He then implanted the mobile (dynamic) anchor and during the tensioning of the sling, the sling detached from the fixed anchor at the suture point. The anchor was not able to pulled out of the patient and a second altis was implanted.